Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the ets stapler was closed to fire and would not re-open upon depressing anvil release. 06/30/1998 another tsw35 was used to complete case. There was no consequence to the pt.